Event description:
New information received states that programming changes were made resolve oversensing issue reported in initial report. During a recent follow up, another instance of post paced t wave oversensing was noted. Further programming changes were made. The patient was asymptomatic and was fine after the event.

Event description:
It was reported that post paced t wave oversensing was observed via a remote transmission. The patient was asymptomatic. Programming changes were recommended. Patient condition was fine and monitoring will continue.